Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 full height matrix drawer would not stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. Upon arrival, a field service engineer found that the drawer was not latching because it was not closing fully. The rails were replaced using the customer¿s spare drawer. The pharmacist was asked to inventory the pocket, and testing in the hardware test application was completed successfully. The system functioned as intended after the field service engineer repaired the device.